Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the device stopped operation during a surgical procedure. Patient support was bridged in manual ventilation. It was explicitly reported that no patient consequences have occurred.

Manufacturer narrative:
On-site evaluation revealed that the malfunction of a proportional valve in the gas mixer unit was the root cause for the reported device failure. After replacement of the particular valve the device could be returned to use as it has passed all tests w/o deviations. Log file analysis carried out by the manufacturer confirms the initial expertise: five minutes into the procedure the supervisor function of the gas mixer detected a fresh gas flow that was significantly higher than the user setting. The device performed two restarts but given by the nature of the fault condition the deviation could not be rectified. It can be seen that the procedure was continued for ten more minutes in manual ventilation and in pressure mode after the user had correctly established the emergency oxygen dosage. There was no ventilator failure during the course of event. Dräger concludes that the device has responded as designed upon a deviation that was caused by the malfunction of a single pneumatic component. A too high fresh gas flow was detected and - to protect the patient from potentially hazardous output - a shut down of the gas mixer was forced. The user was alerted to this condition by means of a corresponding alarm. The device gives display prompts to guide the user how to establish the emergency gas supply; the maneuver is explained in the IFU as well. The device was in operation for twelve years, the repair exchange has put it back into fully operable condition.